Event description:
It was reported that the user, recently confirmed pregnant, experienced prolonged hyperglycemia after her healthcare provider changed the ilet target to lower; she reported fasting highs despite multiple infusion set and supply changes, with a maximum blood glucose of 223 mg/dl for over three hours and no alarms. Symptoms included hyperglycemia without ketosis or acute complications. Outcomes included no medical intervention, no use of backup therapy, and no hospitalization. Investigation included complaint intake, preliminary troubleshooting, and referral for additional education and training on pregnancy use and target selection. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.